Event description:
A tandem mobi cartridge alarm was reported by a caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The issue occurred during the load process, but the caller was able to successfully reload the cartridge and resume insulin therapy. The issue was resolved without further incidents.